Event description:
This device had 70 percent battery in (B)(6) 2017. An alert for eos was reported via home monitoring on (B)(6) 2018. At a follow up on (B)(6) 2018 the device could not be interrogated. The device was explanted and replaced on (B)(6) 2018.

Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. The device history record was inspected, documenting that the device performed as expected during the device manufacturing. The ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. The electronic module was attached to an external power supply to test its functionality. Thereby, the electrical parameters, particularly the current consumption of the electronic module, were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified,documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed an elevated heat dissipation. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage was identified, which led to an elevated internal self-depletion and therefore contributed to the clinical observation. In conclusion, the device was implanted for 50 months. An elevated internal self depletion within the battery was found to be the root cause of the clinical observation. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.